Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to fracture. During the surgery, the screw was found slipped on the front part and could not be used anymore. The surgeon had to change to another product to complete the surgery. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and fas, consistent with set screw misuse due to misalignment of the fas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the fas head and set screws, resulting in the foregoing event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.